Event description:
Perfusion tubing was being prepped for surgery, not yet hooked up to pt. The one way valve, terumo h-130 was found to be faulty during testing. Diagnosis or reason for use: part of perfusion set up during CABG.